Event description:
This event was captured based on literature review: paclitaxel-eluting balloon vs. Everolimus-eluting stent for treatment of drug-eluting stent restenosis. It was reported that a single center study identified a total of 86 patients, 40 who received unknown xience v stents between december 2006 and august 2009. Of the 40 patients, 28 male and 12 female, clinical outcomes were investigated in 11 patients. Clinical outcomes were as follows: 2.5% death; 5% myocardial infarction; 22.5% target lesion revascularization; 2.5% early stent thrombosis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional adverse patient effects are being filed under a separate medwatch report#.